Event description:
The user facility in korea reported a patient was undergoing surgery for retinal detachment, neovascularization, the cutter did not function properly. They started with a low cutter speed; however when geared up to a higher speed the cutter function was not working properly. During surgery the cutter failed to provide adequate cutting action, but aspiration continued. The cutter worked correctly during trial connection. There was no impact to the patient reported.

Manufacturer narrative:
Evaluation completed. One 23ga cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle was slightly bent 5 degree or less. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter was tested at cut rates from 2000 c.p.m. Through 5000 c.p.m. The cutter would not cut as the inner needle would not move or actuate; however, the cutter did aspirate as required. The sterilization and lot history records have been reviewed and found to be acceptable.